Manufacturer narrative:
There was no reported injury to the patient. Device evaluation concluded there was indication of a material or manufacturing process issue. This failure mode is being reported as the presumption that the malfunction is likely to cause or contribute to a serious injury has been previously established.

Event description:
The surgeon reported the endoscope retainer band broke during insertion of the device. No additional details were provided by the customer. The device was successfully and uneventfully removed and the case was aborted. There were no adverse patient effects.